Event description:
A potential product issue has been reported internally with our oncor impression plus linear accelerator. In the abundance of caution this issue is being reported. A new patient was introduced into the database in (B)(6) 2010. It was found that the newly introduced patient has treatments fields from an unknown patient from 2009. No information was reported that suggests that a serious injury or mistreatment has occurred. The root cause is determined to be user error.

Manufacturer narrative:
Preliminary risk assessment indicates: severity 3 (critical) the complaint behavior may potentially result in a serious injury. The audit history indicates that in both scenarios, a patient previously existed in the database, then at a later point in time this patient's demographic data was edited. The dates recorded on the audit also reflects the dates of the old and new treatment beams. Probability b (improbable) there are several steps to verify the plan before treatment is started. It is very likely, that fields not intended for the patient will be recognized. Although the customer states that they always use the register new patient function, the audit history indicates that a patient previously existed in the database, then at a later point in time this patient's demographic data was edited. The dates recorded on the audit also reflects the dates of the old and new treatment beams. The ability to create and edit a patient demographic data is controlled by security rights; therefore, it would be suggested to review all staff members rights to ensure security of the system. The linear accelerator mentioned in this report and two additional linear accelerators utilize the lantis oncology information system. The following involved units may be affected. Lantis system-serial (B)(4).